Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high flow insufflator's volume in the abdominal cavity was not consistent, the pressure varied, and there was gas loss which is not immediately compensated. The customer indicates that since the update last year, users are no longer satisfied with the performance of the device. There was no reported patient involvement.